Manufacturer narrative:
Additional information revealed, the ui pcba was received and installed into the device. The issue was resolved, and the device was back to running. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the display had a black screen. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the display was black with no parameters visible, but the device continued to operate otherwise, and the touchscreen was operational. The rse advised that the customer replace the liquid crystal display (lcd) by upgrading to the 2nd generation user interface (ui) assembly. The rse provided the customer with the part information for the ui assembly. This investigation is ongoing.